Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1032 - sh device registry, patient site ID: eu2155 - (B)(6). It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for off label tricuspid valve replacement. The patient's native tricuspid valve annulus had a diameter of 40mm. The patient also underwent concomitant aortic and mitral valve replacement with a 25mm epic max aortic valve and 33mm epic plus mitral valve, respectively. Post-procedurally, it was reported that on (B)(6) 2025, the patient presented with atrial flutter requiring electrical cardioversion to stable sinus rhythm. On (B)(6) 2026, an ultrasound study detected tricuspid stenosis of 4.3mmhg and moderate grade ii intraprosthetic ante-septal tricuspid regurgitation with vena contracta of 4mm. Normal function of the aortic and mitral valves were reported. It was noted the patient was "asymptomatic from a cardiological point of view." No intervention or treatment was planned besides continued clinical monitoring. Patient status was reported in good clinical condition.